Event description:
Customer reported the up / down arrows do not work. No patient injury was reported.

Manufacturer narrative:
A ge representative conferred with the customer and had the customer turn the key switch fully on. System operates as intended.